Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing due to loss of contact was observed when the patient presented remotely through merlin.net transmission. Patient was called in clinic and loss of contact was still noted. No programming changes were made. Patient was stable and will continue to be monitored.